Event description:
The facility reported an inability with the device to deliver external pacing therapy with the device. The report was based on a lack of observed muscle response from the pt. The pt's outcome was not reported.